Event description:
Resident being transferred with mechanical lift from bed to w/c, when lift began to tilt to the left. Lift boom hit cna #1 on head and shoulder - base of lift hit cna #2 on lower right leg. Resident assisted to floor.